Event description:
Boston scientific received information that during this device upgrade procedure due to elective replacement indicator (eri), the atrial and left ventricular leads were removed without difficulty. When the right ventricular lead was removed, the proximal and distal coils were removed without difficulty, the cathode and anode separated. The distal portion of the lead remained in the device header. The device was replaced successfully and will be returned for analysis. An additional pace/sense right ventricular lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no a hole in the rv and df-seal plugs was noted. The other seal plugs are intact. All set screws functioned normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded the device was functioning normally. Analysis could not confirm a set screw issue.